Event description:
It was reported on 09/14/2022 by a sales representative via email that universe 2 stems and pegged and keeled polys are being revised. Surgeon is concerned with the poly wear. This was discovered during an unspecified time.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure is wear and tear. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).